Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the hickman titanium port s/l. On (B)(6) 2025, 1 month and 27 days post port placement, it was noted opacification and rupture of the implantable chamber material. The patient was in pain and extravasation also identified. Catheter was removed on (B)(6) 2025. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was noted on the attached catheter. The edges of the longitudinal split were noted to be uneven. The attached catheter was gently stretched, and abnormal elasticity was felt throughout. Upon infusion, a leak from the longitudinal split on the attached catheter was observed. Aspiration was attempted and was unsuccessful as only air returned within the attached syringe. Therefore, the investigation is confirmed for the reported fracture and fluid leak. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the hickman titanium port s/l. On (B)(6) 2025, 1 month and 27 days post port placement, it was noted opacification and rupture of the implantable chamber material. The patient was in pain and extravasation also identified. Catheter was removed on (B)(6) 2025. The current status of the patient was unknown.